Event description:
It was reported that there was premature battery depletion and the device was at rrt (recommended replacement time). It was noted that the depletion was likely caused by an issue with the remote monitor interfacing with the device. The device was explanted and the monitor was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: wirex e-device cellular accessory. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.